Event description:
The facility representative reported to largo customer service a pump that became inoperable, due to a continuous occlusion. This event occurred during patient use. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
During baxter's product evaluation, the customer's reported condition of a pump that became inoperable due to a continuous occlusion, was confirmed. The root cause was due to a defective mechanism drive. The pump was returned unrepaired at the request of the customer.